Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist discovered that the customer was centrifuging patient samples outside of the tube manufacturer's specifications. The tsc specialist advised the customer to follow the tube manufacturer's specifications and faxed the customer information about sample integrity. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the patient samples being centrifuged outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and resulted lower. The patient was redrawn, the new sample was run, and the new sample result matched the initial sample rerun result. The corrected results were reported to the physician(s). The customer later discovered two additional patient samples that resulted lower upon rerun than the initial results. It is unknown if the discordant results were reported to the physician(s), or if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.